Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. The customer air bubbles is in reservoir. Customer was in the process of changing insulin site it had bubbles in it and could get it out and changed it I and it happened again and he changed again. Customer is in needs of reservoir. The customer was advised that we are sending reservoir.